Event description:
It was reported that, while in use on a patient a 980 ventilator was delivering a lower tidal volume than what was set. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the reported event.